Event description:
The customer called with a complaint that the screen is fading in and out. They also stated that the batteries had just been changed and that they hear something rattling inside the meter. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.